Event description:
Breakage of a cryomacs freezing bag. The event was observed on removal from the tank. The bag was transferred from the vapor phase of nitrogen to the liquid phase and store for almost 24 hours. Then it was transported in the liquid nitrogen container to another place to transfer the bag from the liquid phase to the liquid phase of another tank and after that to a vapor phase again. During this step the crack of the freezing bag could be heard. The patient was remobilised to gain fresh cells due to the incident.